Event description:
It was reported that during a stone retrieval ureteroscopy procedure, this segura hemisphere basket was used to remove stone fragments. Two out of three pieces were removed without problem, but the last one was difficult to put in the basket and once it was, the urologist could not remove the basket from the patient. He cut the basket inside the patient and sent the patient home. The patient experienced pain and hematuria, necessitating a laparotomy to be performed two days later at a different hospital, where the basket and fragment were removed. The device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and company is unable to determine if the device met its specifications. Company's directions for use state: "caution: if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force. Precaution: stones may be too large to withdraw the basketed stone fully into the sheath." Company believes user technique may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event.